Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported peeled polymer coating and irregular appearance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the ht command guide wire was unpackaged and the distal tip had an irregular appearance. The tip of the guide wire appeared striped, it was uncertain if the polymer coating was coming off. The guide wire was still used, and there were no other issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.